Event description:
It was reported that the insulin pump had an unresponsive keypad and the buttons stopped working. The customer's blood glucose was 180 mg/dl. The customer reported that the device was in their pocket and water splashed on their pants. The customer also stated that they turned the insulin pump on and off, changed the battery, and the device alarmed button error. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Insulin pump received with cracked battery tube threads, minor scratches on lcd window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).